Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08580 inches. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to the electrical board during visual inspection. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the insulin pump. Insulin pump programmed with multiple sensor glucose value and all registered properly in the summary history noted. The suspend before low functioning properly. The insulin pump was received with broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was damaged. The belt clip rails on the back of the device were damaged. It was also reported that the screen sometimes goes blank. The customer¿s blood glucose during the incident was 8.4 mmol/l. The customer had also been recently hospitalized due to high blood glucose. The customer advised that the hospitalization was a result of the insulin pump suspending delivery before low when their blood glucose was high. The customer had disconnected from the insulin pump since hospitalization. They are currently using manual injections. The insulin pump will not be returned for analysis.